Event description:
It was reported that the device was returned to the manufacturer after being returned as normal elective replacement indicator (eri).  The device subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 7121, st. Jude lead, implanted: (B)(6) 2009; 419688, lead, implanted: (B)(6) 2009. (B)(4).